Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Conclusion: indeterminate : without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that white fibers were found on the bd insyte¿ autoguard¿ bc shielded IV catheter before use. This complaint was created to capture 1 of 3 related incidents. The following information was provided by the initial reporter: "white fibers found on catheter."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white fibers were found on the bd insyte autoguard bc shielded IV catheter before use. This complaint was created to capture 1 of 3 related incidents. The following information was provided by the initial reporter: "white fibers found on catheter."